Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a tip detachment occurred. A 6f expo guide catheter was selected for use. However, during unpacking, the physician noticed that the expo mpa1 catheter did not have a yellow tip like the other expo catheters. The physician thought that this was possibly a production mistake and did not want to use the catheter with the concern of possible dissection, thinking that there is no soft yellow tip. No patient complications were reported and the patient's status was stable.